Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was down, and screen went to black. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not powering up. A field service engineer found auxiliary drawer 5.1 had a bad drawer printed board circuit assembly and replaced board to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.